Event description:
It was reported that via remote transmission, the device reached eri due to sudden decrease in battery voltage. During subsequent follow-up, device interrogation showed varying battery voltage of in and out of normal range. The device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of the device reaching eri due to a sudden decrease in battery voltage was confirmed via review of battery voltage trend data. The battery voltage suddenly decreased to eri and recovered to above eri the following day. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the sudden decrease in battery voltage was not determined. X-ray inspection found a broken can wire, but it is believed that it is unrelated to the decrease in battery voltage.